Event description:
A revision was performed of a total knee arthroplasty. Pt was reported to have fallen in rehabilitation causing damage to the knee components. Upon removal, the surgeon noted that the spine stiffener screw was fractured.